Manufacturer narrative:
The device involved was received for evaluation. A follow-up will be submitted upon completed of the device's evaluation or if additional information is received.

Event description:
The facility reported an infusion pump with a failure code 812:02. It was not known if the failure code occurred while infusing on a pt. The facility's representative stated they have no record of any pt incident. Although information was requessted, none was available regarding pt demographics, medication involved and setup of the pump.